Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a dialyzer leak that occurred during a patient¿s hemodialysis (hd) treatment and resulted in blood loss. Approximately twenty-one minutes after the start of treatment, the nurse noticed dialysate fluid leaking from the dialyzer header on the arterial side of the device. Most of the patient¿s blood was returned, and the extracorporeal circuit was replaced with a new one. Upon follow-up, it was reported that there were no machine alarms that occurred. The external leakage was confirmed to be dialysate fluid, not blood. There was no leaking during the priming phase. No damage was noted on the dialyzer near the location of the leak, and the dialyzer was not dropped prior to use. Blood test strips were not used as there was no apparent blood leak. However, the staff reported that the patient experienced 10ml of blood loss due to the supplies being changed out. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a photo and video clip were provided. The photo shows a dialyzer connected to the machine with blood throughout the device. A red circle was drawn around the bell housing on the top where clear fluid can be seen on the outside of the dialyzer housing. The video clip also shows fluid leaking from beneath the header cap. There was no obvious damaged noted that may have contributed to the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed with the provided photo and video. Potential causes of header leaks include damage to the threads, cracked header caps, and polyurethane (pu) buildup on the threads. Probable causes for these failures may include rough handling, or anomalies during the manufacturing process. The provided photograph and video indicates that an external header leak occurred, however, the cause cannot be determined and the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported a dialyzer leak that occurred during a patient¿s hemodialysis (hd) treatment and resulted in blood loss. Approximately twenty-one minutes after the start of treatment, the nurse noticed dialysate fluid leaking from the dialyzer header on the arterial side of the device. Most of the patient¿s blood was returned, and the extracorporeal circuit was replaced with a new one. Upon follow-up, it was reported that there were no machine alarms that occurred. The external leakage was confirmed to be dialysate fluid, not blood. There was no leaking during the priming phase. No damage was noted on the dialyzer near the location of the leak, and the dialyzer was not dropped prior to use. Blood test strips were not used as there was no apparent blood leak. However, the staff reported that the patient experienced 10 ml of blood loss due to the supplies being changed out. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.